Event description:
It was reported that the t:slim x2 pump battery level dropped suddenly. There was no adverse impact to the customer¿s blood glucose level. The issue resolved on its own as the pump began charging, and no further assistance was required, although the customer mentioned it was an ongoing issue.